Manufacturer narrative:
Visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,082 mm the housing membrane is outside tolerance (0 ± 0.02 mm). Furthermore, deposits were detected. Permeability test: a permeability test has shown that the system is permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The test bench measurement has shown that the progav operates in the horizontal position, outside the permissible tolerance. Also, the shuntassistant works outside the permissible tolerance in the vertical position. Internal inspection: after dismantling of the valves, deposits were found in both valves. Result : based on our examination results, we can determine an accelerated outflow as well as a non-adjustability, at the time of our examination, at the shunt system. The cause of the accelerated outflow and the non-adjustability could be the observed deposits and deformations. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (part # fv413t) was implanted during a procedure performed on unknown. According to the complainant, the shunt system was believed to be operated in underdrainage and non-adjustability. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 12 years. Height: 160 centimeters (cm). Weight: 45 kilograms (kg). Gender: female.